Manufacturer narrative:
Conclusion: since the valve has been implanted for over 13 years, it¿s very unlikely that the stenosis / regurgitation are due to any potential manufacturing issue. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis / regurgitation cannot be determined. Stenosis / regurgitation related risks are addressed in the current risk management file. With the limited information available, a relationship between the device and the bradycardia could not be established. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 8 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve due to a combination of aortic stenosis and regurgitation. The patient experienced bradycardia and pauses during the procedure but prior to the transcatheter valve implant. The patient received a permanent pacemaker after the procedure. No other adverse patient effects were reported.